Event description:
On (B)(6) 2017, patient grimaced when nurse flushed port-a-cath. Imaging revealed a fractured central venous chest port catheter. Chest port was placed via left subclavian vein approach in 2013. Patient underwent an endovascular retrieval of intravascular foreign body, central venous chest port catheter removal. A scout radiograph demonstrates fracture of an existing left subclavian vein approach central venous chest port catheter. The proximal portion of the catheter remains attached to the chest port, with fracture visualized at the level of the inferior cortex of the clavicle. The free, distal fragment of the port catheter courses from the left brachiocephalic vein to a right ventricle. Conclusion: successful endovascular retrieval of fractured chest port catheter fragment. Successful removal of left subclavian vein approach chest port.